Event description:
It was reported that during the implant procedure the physician initially had difficulty advancing the competitor wire into the lead. The physician was able to place the lead and track over the wire but the wire got stuck when the physician tried to remove it. It was noted that the wire possible broke within the lead. The lead was removed with the wire in it and the physician implanted a different lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor was extrinsically distorted due to kinking/buckling. Additionally, visual summary analysis of the lead indicated damage at implant. It was noted that the use of a competitor guidewire is contraindicated in the instructions for use manual. (B)(4).